Manufacturer narrative:
Results: the pusher assembly was kinked in multiple locations and fractured approximately 12.0 cm from the proximal end. The pull tube was completely withdrawn out of the pusher assembly hypotube. The embolization coil was detached from the pusher assembly, the distal end of the pull wire was retracted proximal to the distal detachment tip (ddt), and dried blood was observed in within the ddt. Conclusions: evaluation of the returned devices revealed the pusher assembly was kinked and fractured. The kinks likely occurred due to forceful manipulation during navigation of patient anatomy. The fracture likely occurred during attempts to manually detach the pc400. Further evaluation revealed the embolization coil was detached. Pusher assembly kinks, dried blood within the pusher assembly, and tortuous patient anatomy can cause a build-up of friction between the pull wire and the hypotube, overcoming the pull force that a handle is able to apply. Withdrawing or repositioning the pc400 may alleviate some of the friction, and subsequently allow the embolization coil to detach. The handle had no visible damage and functioned as intended during testing. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400¿s). It was noted that the patient¿s anatomy was moderately tortuous and slightly calcified. During the procedure, the physician placed a pc400 and three non-penumbra coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then advanced a new pc400 in the target and attempted to detach it using a penumbra coil 400 detachment handle (handle); however, the coil failed to detach. Therefore, the physician manually pulled the pull wire but the pc400 would not detach. The physician then pulled the lantern back a bit and manually pulled the pull wire again; however, the pc400 would still not detach. Subsequently, the physician attempted to retract the entire pc400 from the lantern; however, the pc400 unintentionally detached inside the lantern. Therefore, the physician removed the pc400 pusher assembly, then used another pusher wire to push the detached coil into the target vessel. The procedure was completed using the same lantern, a pod6, other coils and glue. There was no report of an adverse effect to the patient.